Event description:
Boston scientific received information that this left ventricular lead displayed increased pacing thresholds resulting in loss of capture, along with pacing impedance levels greater than 2000 ohms. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.